Event description:
During a procedure, the field service engineer (fse) noticed that the customer met some difficulties to remove 3.2mm guide instrument from the instrument holder. The robot arm was positioned on trajectory, no instrument was inserted into the guide instrument. Surgeon wanted to change guide instrument to place the one adapted to insertion of biopsy needle. This event already happened during previous surgery but the customer and fse thought that this was caused by some dry blood or bone dust. After the surgery, fse wanted to verify this hypothesis and he noticed that all guide instrument introduced into the instrument holder was very hard to remove from it.

Manufacturer narrative:
Corrected data: b4 date of this report. D4 catalog number. G4 date received by manufacturer. G4 PMA/510(k) number. H2 if follow-up, what type. H10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During a procedure, the field service engineer (fse) noticed that the customer met some difficulties to remove 3.2mm guide instrument from the instrument holder. The robot arm was positioned on trajectory, no instrument was inserted into the guide instrument. Surgeon wanted to change guide instrument to place the one adapted to insertion of biopsy needle. This event already happened during previous surgery but the customer and fse thought that this was caused by some dry blood or bone dust. After the surgery, fse wanted to verify this hypothesis and he noticed that all guide instrument introduced into the instrument holder was very hard to remove from it.

Event description:
During a procedure, the field service engineer (fse) noticed that the customer met some difficulties to remove 3.2mm guide instrument from the instrument holder. The robot arm was positioned on trajectory, no instrument was inserted into the guide instrument. Surgeon wanted to change guide instrument to place the one adapted to insertion of biopsy needle. This event already happened during previous surgery but the customer and fse thought that this was caused by some dry blood or bone dust. After the surgery, fse wanted to verify this hypothesis and he noticed that all guide instrument introduced into the instrument holder was very hard to remove from it.

Manufacturer narrative:
It was reported that the user had difficulties to remove the 3.2mm guide instrument from the instrument holder. The customer and field service engineer (fse) thought that this was caused by some dry blood or bone dust. The field service engineer stated that a probable root cause is a normal wear and tear of the part, due to its age and to repeated cleaning and sterilization cycles. A review of the DHR indicated that this instrument holder has been installed on the customer site on (B)(6) 2012. Therefore it has been in used for almost 7 years before the alleged issue occurred. However, after the surgery, the surgeon and fse cleaned all parts and tried to install/remove several times the peek guide into the instrument holder and the issue did not reproduce. Based on those elements the reported failure/malfunction is not confirmed. There is no indication that the instrument holder is damaged. It is a normal surgical process to flush the instrument holder if required during the surgery to ease the insertion / removal of surgical instruments.